Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after successful calibration of a handpiece, irrigation stopped during a procedure. The cassette was replaced and the procedure was completed without harm to the patient.

Manufacturer narrative:
Additional information has been provided. This is the first complaint reported for this finished goods lot and the first reported for this issue. Review of the device history record indicates the order was built to specification. A used cassette in the tray was returned and was visually inspected. No obvious defects were observed. Both irrigation and aspiration luers were intact. The sample was functionally tested using a console. The sample was recognized by the console and the sever data could be retrieved. The sample primed and was able to tune successfully. The irrigation and aspiration flow rates were within specification. No leaks or occlusions were found. The sample functioned within specifications. The root cause of the customer's complaint could not be established; as the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).